Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had connection issues with sensor and transmitter. Blood glucose level at the time of the incident was 54 mg/dl. Customer was assisted with troubleshooting for sensor signal not found. The customer was advised on radio frequency interference and to monitor sensor. The product will not return for analysis.